Event description:
Reporter alleged obtaining discrepant blood glucose results of 436 mg/dl back to back with a result of 116 mg/dl when testing was performed 2 minutes apart on the advantage system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.